Event description:
Rn reports as she went to flush a pt's PICC line, which had a microclave luer lock attached to the end of it, as the saline pushed through the line the luer lock pressure pushed the syringe off of the lock and sprayed saline out of the lock itself. No injury to patient. Rn removed the luer lock and replaced it with another microclave luer lock and used it without incident. This device is an item our facility is trialing for potential implementation. This is the 2nd incident of this type reported to FDA. Previous occurrence happened the day prior to this incident. No further issues have been reported to our office as of this date.====================== health professional's impression======================